Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Medical records and x-ray(s) were obtained and reviewed by a medical professional. With the information provided, it cannot be determined that the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The patient was revised because of dislocation due to vertical cup position. Update rec¿d (B)(6) 2014 - patient's medical records were received. Records indicate the patient underwent a closed reduction prior to revision on (B)(6) 2014. Upon revision wear of the patient's liner was found. Also, upon reimplantation of the patient's acetabular component, the drill bit broke within the screw hole, and was not retrieved. The complaint was updated on: (B)(6) 2014.